Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The patient arrived in the catheterization lab intubated and prepared for pre-procedural imaging to establish baseline measurements of the left atrial appendage (laa). Initial transesophageal echocardiography (tee) revealed a trace pericardial effusion at the apex of the heart. The physician obtained femoral access and introduced the rf wire and versacross sheath system. Tee guidance was used to confirm the appropriate site for transseptal puncture (tsp). The rf wire successfully crossed the interatrial septum into the left atrium (la), after which the versacross sheath was withdrawn while maintaining wire position. The was sheath was introduced, and the dilator was removed to allow insertion of a 6f pigtail catheter into the laa. The rf wire was then removed. La pressure was measured, and contrast imaging was performed to confirm appropriate sizing for the closure device. The wds was prepared, advanced, and deployed into the laa. The device met the position, anchor, size, and seal (pass) criteria and was released with only one recapture required to reposition. Approximately six hours post-implantation, the physician identified the pericardial effusion had increased in size and performed a pericardiocentesis to treat the effusion. The cause of the effusion was not known. There were no further patient complications, and the patient was discharged.